Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in the operating room, after the pump was implanted, the system controller gave a driveline fault alarm approximately 3 minutes after the pump was started. A new system controller was placed and a driveline fault occurred approximately 2 minutes after the pump was started. A third system controller was placed and a driveline fault sounded immediately after pump start-up. The surgeon inspected the driveline and nothing unusual was observed. There was no blood or fluid noted on the metal end connector pins of the driveline. The patient had been weaned off cardiopulmonary bypass and the pump was running. While the patient was still in the or, log files from the three system controllers were reviewed by the manufacturer''s technical services personnel. Each log file indicated similar driveline fault data consistent with a potential driveline wire break. The patient was supported by the pump for approximately 45 minutes while the log files were being reviewed before the decision was made to exchange the pump. Cardiopulmonary bypass was re-initiated and the pump was exchanged. Post-operatively the patient's chest was left open for approximately 48 hours before the patient was returned to the or for closure. There were no reported issues with the new pump. As of (B)(6) 2015, it was reported that the patient had been transferred from intensive care to the telemetry unit.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(4) registry stating: perioperatively, a few minutes after the lvad had been actuated, an alarm on the monitor demonstrating driveline fault was found. This did not resolve with changing of 3 controllers. After discussions with thoratec & extensive examination of waveforms, it was determined that the driveline was malfunctioning & the only possibility was to replace the pump. Pump exchanged and sent to thoratec for further analysis.

Manufacturer narrative:
The report of a driveline fault alarm was confirmed through the evaluation of the returned pump. The driveline was cut approximately 5.5 inches from the pump housing and the remainder of the driveline was returned in one segment. Continuity testing of the distal portion of the driveline extending from the metal connector found that all wires were electrically intact. Electrical continuity testing of the portion of the driveline extending from the pump housing found that the brown wire was open. All other wires were electrically intact and visual inspection of the wires external to the pump did not reveal any wire compromises. A fractured brown wire at the terminal of the motor capsule was confirmed. X-ray imaging and optical microscopy of the broken brown wire on the explanted pump showed that the location of the fracture is at the solder to bare wire transition outside of the pin and is in close proximity to the insulation cut. When the system controller compared the current in the brown wire and the electrically intact black wire, the fractured conductors of the brown wire would have resulted in the reported driveline fault alarms. A review of the device history records revealed that the device met applicable specifications. This issue has been addressed through our corrective and preventive action process. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: no further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received from the surgeon indicated that only the body of the pump and attached driveline were exchanged leaving the inflow and outflow intact. It was reported that the patient was doing well as of (B)(6) 2015.

Manufacturer narrative:
(B)(4). The pump was received and is currently being analyzed.a supplemental report will be submitted upon completion of the device investigation. Placeholder.